Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4), additional information: h10. Tiger aesthetics medical (tam) requests to void this medical device report. Additional information from the healthcare provider was provided that this was not a tam product.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side mammography indicated rupture.